Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported a split cartridge. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported to the account manager that the cracked cartridge implantation was normal in all respect. There was no damage to the lens. The lot number is not available due to the package being discarded.

Manufacturer narrative:
Product evaluation: a cartridge was returned. Viscoelastic is observed in the cartridge. The cartridges has evidence it was placed into a handpiece. The nozzle is cracked which lead into a split on the top of the cartridge tip. Cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if qualified products were used. The root cause for the observed nozzle and tip damage cannot be determined. It is unknown if a qualified lens model/diopter and handpiece were used. The use of non-qualified combinations may lead to delivery issue and or damage. The damage observed typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).